Event description:
The customer reported to corporate product surveillance that the clearlink secondary medication set would not infuse zosyn when connected to the upper y site of an unknown alaris/carefusion primary set. The no flow occurred immediately. The secondary was primed and solution would flow, but once connected to the upper y-site it would not flow. It was suggested that the issue may be with the upper y-site of the alaris set and the customer said the issue was with the secondary. The setup was changed out and the infusion was completed. The condition occurred during use on the patient. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The alleged complaint was not confirmed through sample evaluation. The batch review did not indicate any abnormalities. The complaint analysis shows a stable trend of complaints and no unfavorable trends. No further action is required. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.